Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement greater than 3000 ohms. Also, there was an atrial tachycardia response (atr) mode switch episode caused by ra noise which was oversensed. In addition, there was no pace capture observed on the ra lead. In response, the physician elected to have the device programming changed to a ventricular-only pace and sense mode as the patient was noted to receive both ra and right ventricular (rv) pace therapy less than one percent of the time. The ra lead remains in-service. There were no adverse patient effects.